Event description:
A cardioquip (cq) customer submitted a hpc test for this unit due to suspected device contamination. Hpc test results outside of cq specifications for water quality were received on 06/13/2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer submitted an hpc test to assess water quality due to suspected device contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options would return the device to specification. These options were relayed to the customer via email on 06/10/2025. As of the date of this report, the customer has not responded to these options.